Event description:
Poor wound healing. The patient was hospitalized for treatment of lumbar disc herniation. On the first day of admission, surgery was performed for lumbar disc herniation, and absorbable hemostatic fluid gelatin was used during the operation. The surgery went smoothly and the patient recovered well after surgery. The patient was discharged for rehabilitation and exercise treatment; after the patient was discharged, the patient suddenly developed a high fever. The wound was regularly cleaned and dressing changed. During the dressing change, it was found that there was a wave sensation in the wound area. The wound cleaning and dressing change continued. In order to further treat the condition, the patient went to a local hospital for treatment, but the wave sensation still existed. Therefore, the patient contacted our department for further treatment. On the 21st day after surgery, the patient was readmitted due to wound infection. After completing relevant examinations, surgical contraindications were ruled out and debridement and irrigation surgery were performed. The wound was cleaned and dressing changed regularly. After this surgery, the patient's wound has healed well. Event date: 02/25/2025. Procedure date: on (B)(6) 2025. Follow-up information was received on 15.05.2025 stating "contact with the sales rep, please refer to the event description, other information requested is unknown."